Manufacturer narrative:
No alarms, timeouts, nor drive stalls were observed in the data. No damages were observed to the device that would cause the cannula to dislodge. The cause of this event cannot be determined. No bends nor kinks were observed to the soft cannula.

Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels exceeded 300 mg/dl, while wearing the pod on the hip/buttocks area between 36 and 48 hours. Upon removal, it was noticed that the cannula was out of the skin and bent. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.